Event description:
The device was implanted in 2000. The hosp reported alleged failure of the poly liner and the device was revised in 2004.

Event description:
It was reported that the device was implanted in 2000. The hospital reported alleged failure of the poly liner and the device was revised in 04/2004.

Event description:
It is reported that the device was implanted on 7/04/2000. The hosp reported alleged failure of the poly liner and the device was revised on 04/26/2004.